Manufacturer narrative:
Despite multiple attempts to request additional information, including medical records and images, the physician refused to provide more information explaining she fulfilled her obligation to report this to the FDA when the hospital filed a report. Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Additional information - including images - has been requested; if further information becomes available, an amended report will be submitted.

Event description:
According to the initial information received, the health care provider voluntarily reported this case to the FDA who, in turn, notified aga medical. Based on the report we received, an 8/6mm amplatzer duct occluder (ado) was implanted on (B)(6), 2010. Shortly thereafter, the ado embolized into the right pulmonary artery and had to be surgically retrieved.